Event description:
It was reported via legal documentation that this patient had an initial right total knee arthroplasty on (B)(6)2019 and then approximately 4 years, 2 months later experienced a surgical revision on (B)(6)2023. Patient revised to exactech devices. Revision operative report of 11 apr 2023. Post operative diagnosis: failed total knee, catastrophic polyethylene failure-recalled implant, and loose femoral component. Procedure: a medial parapatellar arthrotomy was made, there was significant debris present immediately but the synovial fluid was clear, straw-colored. There was significant poly debris embedded into the synovial tissue with inflammatory changes. The polyethylene liner had catastrophically failed. The patellar button had significant wear along with several pits within the button. During impaction of the liner, it became evident that the femoral component was grossly loose, the tibial and femoral components were revised. Device trial was completed, and new devices were implanted. Dressings were applied, the patient was awakened and taken to the recovery room in stable condition. Hospital care: admitted (B)(6)2023/ discharged (B)(6)2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t 5633915. 02-020-11-0320 - truliant ps cem fem ps cem right sz 2 5508902. These devices are used for treatment not diagnosis. Investigation is pending. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.